Event description:
The pt was diagnosed with an infection. The primary location of the infection was the device pocket. The pt symptoms of infection included redness, drainage, and incisional wound opening. The pt did not have meningitis. The device system was explanted. The pt experienced increased pain and nausea related to the event due to drug withdrawal. The pt was given oral antibiotics. There was reported to be no pt injury. The pt recovered without sequela. It was noted that the pt had a risk factor of post-op wound or skin contamination. The device system was used to deliver dilaudid.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.